Manufacturer narrative:
Device evaluation:analysis of the returned device identified: broken shell, encapsulation, missing shell (<50% of the area) and underweight. A visual and microscopic analysis was performed which identified: striated broken on anterior, stress marks, crease fold and wear abrasion. Base on the device analysis the final assessment is: striated pattern of broken assessed as surgical damage. Missing shell assessed as inconclusive.

Event description:
Healthcare professional reported right side capsular contracture, baker grade unknown, and anxiety with their implanted device. Healthcare professional later reported rupture. Device has been explanted.

Event description:
Healthcare professional reported right side capsular contracture, baker grade unknown, and anxiety with their implanted device. Healthcare professional later reported rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.